Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia procedure, tacks were able to be fired normally from the device and there were tacks that were able to penetrate and hold the tissue but would not penetrate the mesh. Another tacker was used to complete the case. There was no patient injury.